Manufacturer narrative:
Corrected patient outcome grid and type of complaint has been updated to product problem.

Event description:
It has been reported that the device gave a low battery error message even after replacing the battery while in clinical use. Patient outcome is unknown.